Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date the transforaminal posterior atraumatic lumbar (t-pal) cage delivery device would not detach from the cage. Surgeon had to try disengage the inner shaft and that released enough to release the cage but still would not come out fully. The inner shaft is still stuck inside the cage delivery device. There was no patient consequences reported. No further information provided. Concomitant devices reported: applicator inner shaft (part # 03.812.003, lot # unknown, quantity 1), applicator outer shaft (part # 03.812.001, lot # unknown, quantity 1), cage (part # unknown, lot # unknown, quantity 1). This report is for one (1) t-pal spacer applicator knob. This is report 3 of 4 for (B)(4).